Manufacturer narrative:
Event date is approximate. It should be noted that the patient's record shows the patient was only implanted with one lead, however the patient refers to two leads. Lead #1: product ID: 3889-28, lot# (B)(4), product type: lead, implanted: (B)(6) 2016, ubd: (B)(4) 2019, UDI#: (B)(4); lead #2: product ID: 3889-28, lot# unknown, product type: lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she put her hand "back there" and she can feel the leads are twisted ¿ then clarified that she can feel 2 leads and they have "met" but they were separated before (2 weeks ago). The patient stated that its been doing some "weird stuff", the patient stated that she is feeling little tingles in different places - even under her shoulder blade (started 2 weeks ago) the patient stated that she did have 2 falls - (B)(6) 2019 and (B)(6) 2019. The patient stated that the device on her left hip was not working. The patient reported ((B)(6) 2019) today she just started having diarrhea again. The patient stated that she did not have a current managing doctor. Patient services is sending healthcare provider (hcp) listings in the mail to the address the patient provided. No further complications were anticipated/reported.